Event description:
It was reported that the customer had to jiggle the connection of the wand and programmer in order to maintain telemetry. The representative was not able to reproduce that situation. The programmer and wand were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis verified that you have to jiggle on rf (radio frequency) head connection to maintain telemetry; printed circuit board assembly found out of electrical specification. Display screen does not stay in upright position; it drops down. (B)(4) no anomalies found. (B)(4).